Event description:
It was reported via study that the patient experienced transient ride sided weakness which was related to a pre-existing condition. No action was taken; the issue resolved without sequelae.